Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) 423 mg/dl. Cause of elevated bg level was unknown. Reportedly, customer did not receive any treatment, and bg decreased after changing infusion set and cartridge. Reportedly, customer left the 2 and a half hours later with customer in stable condition (bg 350 mg/dl).